Event description:
It was reported the customer could only see half the screen on their insulin pump. Customer's mother stated there was a crack on the insulin pump's screen. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)